Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is separated, and the polytetrafluoroethylene is still holding the two ends together. The separation appears to have been kinked prior to separation. Microscopic inspection revealed that the tip is slightly flattened. There is blood present in and on the device. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found a separation at the collar and it appears to have been kinked prior to separating.

Event description:
Reportable based on device analysis completed on 31-jul-2019. It was reported that the device was kinked. The 80% stenosed target lesion was located in the right coronary artery. A 145 guidezilla was selected for use. During the procedure, the device was found to be kinked. The procedure was completed with different device. No complications reported and patient's condition is stable. However, device analysis revealed that the collar is separated.